Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported their past 2 implants were unraveled and when they removed them they asked the patient if they had fallen, which they had not. They indicated that the issues reported previously ultimately led to device replacement and when they were in recovery the doctor came and asked them if they fell because it was all mangled up. They stated they did not fall, they didn't even sleep on that side because they couldn't. No further complications were reported or anticipated.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The following event is considered a sudden change in therapy/symptoms. Patient reported that they began to feel a fluttering sensation on the side of their chest where their breast is as well as an "electrical current" down their big toe. When they lean over to the left side, they feel it more. It is to the point where if they sleep, it will wake them up. Patient just changed their batteries in their patient programmer (pp) and has the same settings as before. It was confirmed with the pp that therapy is on. The patient is on program 1 at 2.7v. No trauma/falls were reported that could be related to this issue. It was recommended that the patient decrease stimulation or turn stimulation off to see if the device or stimulation is causing these sensations. The patient decided to decrease stimulation to 2.2v and will follow up with their healthcare provider (hcp). It was further recommended to monitor symptoms and reach out to the hcp if the issues don't resolve. Patient called back later on that day to report reaching out to their hcp office who told the patient to turn stimulation off so the patient was assisted with turning off stimulation. No further patient complications have been reported as a result of this event.